Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was trying to bolus and when she hit the act button to enter her blood sugar, the numbers kept scrolling. Customer removed the battery hoping that it would solve the issue but now she has a button error. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer stated that the pump was exposed to humidity. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a button error alarm and no down button response due to corroded keypad trace. The pump was received with a minor scratched display window, a cracked display window corner, a cracked case at the display window corners, a cracked the reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracked battery tube threads, and a broken pump belt clip slot.